Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 where their original ipg was replaced due to the device becoming inoperable after the patient stopped charging it. Reportedly, effective therapy was obtained postoperatively.

Manufacturer narrative:
P010032.